Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the device was running without user activation. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The failure for seized was duplicated by the repair technician through functional evaluation. The event for unintentional running was not duplicated as the device was seized. Disassembly and visual inspection by the technician noted the components were corroded including the motor assembly and motor sockets. This would cause the reported events as corrosion may affect the design function of the device.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the device was running without user activation. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.